Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon received, the catheter was visually inspected and it was found that the sensor sleeve (pebax) has liquid and yellowish crystal material and some type of blue fiber inside too. The catheter was send at sem to identify the pebax damage. Sem results show that the external surface exhibit evidence of scratching and pinhole. It is possible that an unknown object punctured the pebax and cause the pinhole. Catheter was also sent to ft-ir analysis due to the blue fiber inside the pebax and it is conclude that the foreign blue fiber could be composed by nylon; since, characteristic ir bands on the spectra obtained from this blue fiber are those similar to this polymer commonly used in textile industry. All the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. An internal corrective action has been opened to investigate the pebax damages.

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and experienced a catheter sensor error, which is not indicative of an MDR reportable event. The issue was resolved replacing the catheter. The procedure was completed without patient consequence. Further investigation was required to clarify the event and it was informed that the error displayed was a force issue, which is also not indicative of an MDR reportable event. It was confirmed that this happened during mapping and ablating but the device was not in close proximity to another catheter as well as it was zeroed after the initial warm up phase. Therefore, this event was originally considered non-reportable; however, on (B)(6) 2015 the bwi failure analysis lab found in the product returned a hole in the clear sensor sleeve (pebax). This event is being reported because the pebax integrity is not maintained and this could potential contribute to thrombus formation.